Event description:
The customer reported elevated blood lead test results obtained using the leadcare ii system over the past few weeks, with reported values ranging from 4.5 g/dl to 12.0 g/dl. Patients with these results were not initially referred for confirmatory testing but will be asked to return to the office for follow-up testing. Customer also reported approximately five (5) patients have been tested during the last several weeks, all patient samples were > 3.3 ug/dl. During subsequent troubleshooting, technical service identified deviations from the recommended capillary blood collection procedure, including failure to wash and air-dry patients' hands prior to fingerstick and failure to discard the first drop of blood before sample collection, as outlined in the leadcare ii package insert and cdc recommendations. Additional, during troubleshooting, the customer re-ran quality control testing and control level 2 yielded an out-of-range (low) result. Technical service instructed the customer to follow the sample collection instructions provided in the leadcare ii package insert, supplied cdc guidance for capillary blood collection for lead testing, and provided a replacement leadcare ii test kit.